Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.